Event description:
Bleeding - mouth [mouth haemorrhage]. Jabbed - mouth [mouth injury]. Sometimes when I am brushing the brush heads will fall off - oral-b [device breakage]. There seems to be no friction holding the brush head - oral-b [device connection issue]. Case narrative: adult male consumer via phone reported that while he was brushing, his oral-b toothbrush heads fell off of his oral-b toothbrush handle, type 3756 and he jabbed himself. He was bleeding and there seemed to be no friction holding the oral-b toothbrush head. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.